Manufacturer narrative:
Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Further follow up indicated that the programming sysstem works fine when this was checked by company representative.

Event description:
It was reported that a medical professional was having issues with his programming system. When using the tablet and a wand to interrogate a device, the communication fails in 30% of the cases. It was reported that the issue occurred on more than one patient. The wand battery was replaced with a new one without resolving the issue. The physician reported that no interference is suspected to be the cause of those communication issues. The connection of the usb cable to the tablet was suspected to be at fault. A new usb cable was sent to the physician as replacement. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Additional information was received from the physician, indicating that they tried with the new usb cable but the issues persisted. In around 50% of the communication attempts they fail. It was reported that the communication is established most of the time after many attempts. No additional information was provided to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Further follow up with company representative confirmed that the programming system works fine with the new usb cable (black).